Event description:
The patient experienced a lack of relief; his spasticity was not relieved. A pump malfunction was suspected. A rotor study was performed; no rotor movement could be seen. It was also reported that they had a problem filling the pump on (B) (6) 2009, (B) (6) 2010, and during x-rays on (B) (6) 2010. The pump was replaced. The patient was doing better after the pump replacement. There was reported to be no patient injury. The device system was used to deliver baclofen.

Manufacturer narrative:
(B) (4).